Event description:
Stent advanced through sheath. Physician looked under fluoroscopy, decided it was too long, removed stent through sheath. The stent detached from the catheter at the valve of sheath.

Manufacturer narrative:
The device had successfully passed through the introducer sheath and approached the deployment location, when the doctor realized that the 59 mm long stent may be too long for the affected area and could potentially block off side vessels. The balloon catheter, along with the crimped stent, was pulled back over the wire into the distal end of the introducer sheath and out through the hemostasis valve. During the passage back through the hemostasis valve, the stent dislodged. Per the icast instructions for use, if it is necessary to remove an unexpanded device, do not attempt to track the device back through the sheath but rather bring it to the proximal end of the sheath and remove the sheath, device, stent, and wire together as one unit. Eval explanation: the DHR and IFU were reviewed, no defects or abnormalities were found.